Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture on the right side. Rupture was confirmed by MRI scan. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified:an opening the on posterior side. The device was found to be underweight. A microscopic analysis was performed which identify sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified (tear) opening. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Explanting physician reported rupture on the right side. Rupture was confirmed by MRI scan. The device has been explanted and replaced.